Event description:
The pump was returned for investigation. Evaluation revealed a single component failure. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the black box and history recorded several cs 127 alarms. Cs 127 is a incorrect battery alarm, an illegal aa battery has been inserted alarm. Investigators powered up pump and immediately went to alarm screen with cs 127 alarm. Removed pump from case and inspected circuit boards. The c38 was found to be the cause of the incorrect battery alarm. Investigators determined a single component failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).